Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst), performed water temperature testing on the arterial blood parameter monitor (bpm). The response of the arterial bpm was in specification. The pst did not observe the 10 degree celsius difference. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. According to the medical facility employee, they changed the arterial (shunt) sensor twice then calibrated the unit, however the issue persisted. They had the intention to use another monitor but the length of time that they were going to be on cpb and using the monitor was shortened; they would have been off bypass by the time they got the new monitor exchanged and calibrated. This complaint is related to (B)(4) / medwatch #1828100-2017-00151.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the temperature reading was high. As a result, the customer decided to take frequent blood gases to keep themselves informed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, the cdi shunt sensor temperature measurement was higher than the cpb circuit and patient temperatures. The cdi 500 shunt sensor temperature measurement was 40-42 degrees celsius (c), whereas the oxyenator arterial blood and venous reservoir inlet and patient core temperatures were 34 - 35 degrees c. The cdi 500 potassium (k+) measurements were in the range of 1.2 - 1.8 mmol/l whereas the laboratory analyzed values were 4.5 - 5.5 mmol/l. In-vivo calibrations and changeout of the shunt sensor was performed, but no improvements in accuracy were observed. Other cdi shunt sensor values (ph, pco2, and po2) measures were accurate. Laboratory analyzed k+ values were used for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.